Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 600mg/dl. The customer stated having the flu and dehydrated. The customer stated that the insulin pump was beeping without numbers on display. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.